Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm) and both switcher power supplies (sps) and reprogrammed the system due to error 863. After power cycling the system, the error 863 did not recur. The system was tested and verified as ready for use. Isi has not received the spm or sps for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and before surgical port placement, the customer called in to report that the system was displaying error 863 followed by error 319. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review the logs due to the system being offline. No known impact or patient consequence was reported.